Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was having spasms in their back where the device is and the patient was experiencing incontinence and urgency. The patient indicated that the spasms were near the implant site and that the spams started 5 days prior and confirmed (B)(6) 2018. The caller indicated that the incontinence and urgency started 2 weeks prior and has gradually worsened. Stimulation was confirmed to be turned on at the time of the call and set to 0.7 on program 1. The patient was assisted with increasing stimulation to 1.0 and the patient was going to try this setting to see if their symptoms resolved. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.